Event description:
The customer contacted the company's customer experience team via live chat to report that their iud was displaced while using the device. The company made three good-faith efforts to follow up with the customer via email in order to obtain additional information, however, the customer failed to respond. The instructions for use that is provided in the packaging with the device states "consult your doctor if you are using and intrauterine device (iud). While uncommon, there is a risk of dislodging, displacing, or removing the iud by pulling on the iud string when removing flex cup." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.